Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. The results of the evaluation are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). (B)(4). Device was not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records will be requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior lumbar fusion procedure on (B)(6) 2016, a patient was implanted with matrix pedicle screws. When implanting one of the screws, the top loading polyaxial head would not connect to the top of the screw. The head was noted to appear larger than the standard matrix screws. The surgeon attempted to use three different heads. The implanted screw was removed and a larger diameter screw was used and the surgery was completed successfully. A ten (10) minute delay in surgery was noted and no adverse event to the patient was noted. This is report 1 of 3 for com-(B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: a matrix head was received with nicks and scratches on the top chamfer. All of the described nonconformities were post manufacturing. On the collet, d1 and sd1 could not be inspected based on manufacturing given the split condition, but the device history record showed no nonconformities during the manufacturing process. The raw material on the collet could not be measured because the product was in the assembled condition. The product was found to be conforming; therefore, the disposition, from a manufacturing perspective, is unconfirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date for completion of DHR was incorrectly reported as mar 15, 2016 and should have been reported as mar 14, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.